Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's wife reported the customer attempted to test using his adc meter and received consistent ER-4 messages on the meter display upon test strip insertion. Customer self-presented to a health clinic to have his glucose checked, and a reading of 44 mg/dl was obtained on the doctor's meter. Customer was "sent to emergency" where he was diagnosed with hypoglycemia and administered intravenous dextrose and sugar water to increase his glucose levels. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle freedom lite meter were reviewed and the dhrs showed the freestyle freedom lite meter passed all tests prior to release. Dhrs (device history review) for the freestyle strips were reviewed and the dhrs showed the freestyle strips passed all tests prior to release. Retain testing was performed for freestyle strips and all units performed in specification and passed. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
Customer's wife reported the customer attempted to test using his adc meter and received consistent ER-4 messages on the meter display upon test strip insertion. Customer self-presented to a health clinic to have his glucose checked, and a reading of 44 mg/dl was obtained on the doctor's meter. Customer was "sent to emergency" where he was diagnosed with hypoglycemia and administered intravenous dextrose and sugar water to increase his glucose levels. There was no report of death or permanent impairment associated with this event.